Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user of the ilet experienced hyperglycemia with a peak blood glucose of 318 mg/dl after a likely missed meal announcement at school, with glucose trending downward during the call and no alerts received for prolonged hyperglycemia. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, no back-up therapy used at the time of the call, and no assistance required. Investigation included complaint intake review and user troubleshooting and education regarding meal announcements. Investigation of this case revealed user-related use error consistent with a missed meal announcement, with no device malfunction reported and no device component involvement identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal entry.